Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information about system alarms and the recommended actions associated with them, as well as ways to prevent hyperglycemia and hypoglycemia. This guide explains that the line blocked alarm is triggered when insulin is blocked from being delivered due to a kink in the infusion set tubing or infusion site. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 13-may-2026 and forwarded to millyard advanced medical products, llc, on the same day. On 05-may-2026, the user received a line blocked alarm around 02:00, which was initially resolved without changing supplies but recurred at 03:20 and 03:38. The user believed their blood glucose was over 300 mg/dl at that time. The user performed a manual insulin injection and went back to sleep. When they woke up, the celo 90 infusion site had come out and the user was experiencing an urgent low glucose alarm at less than 50 mg/dl. The user reported numb lips, red blotches on their face, and confusion. Their spouse gave honey to treat; however, since the user had not had these symptoms before, they went to the emergency room where they were observed for about five hours. The user reported that there was nothing noticeable about the infusion site when it was removed. The user planned to call their doctor's office to discuss an insulin management backup plan.